Event description:
It was reported that a revision surgery was performed for an r3 hip and doctor found ceramic and metal shavings.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical analysis noted that no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.